Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 41 mg/dl; cause was unknown. Customer went to the emergency room where bg level was treated with intravenous fluids. Reportedly, the customer was released four hours later with no permanent damage. Although requested, the customer was unable to upload the pump data logs for tandem technical support to perform a log review to determine a possible cause.